Event description:
It was reported that the patient is scheduled to undergo a revision procedure due to urinary incontinence resulting from a hold on the back side of the cuff causing fluid loss with an artificial urinary sphincter (aus). The aus remains implanted and active and is scheduled to be revised.